Event description:
Health care professional reports a cracked venous header noted during use of dialyzer. The dialyzer was replaced and the treatment was continued with a new dialyzer. Health care professional reports the estimated blood loss is 50cc. Health care professional reports the device was reused 13 times. Health care professional reports no patient injury or medical intervention required. Health care professional reports miraquat cleaner used to clean the dialyzers.